Event description:
In (B)(6) 2013, the surgeon performed a left side si joint fusion on the patient placing three ifuse implants. The patient was doing well initially following the surgery but began complaining of sciatic type pain about three weeks later. A CT scan revealed that the superior implant was impinging on the nerve root. In (B)(6) 2014, the surgeon performed a revision surgery where he removed the superior implant. He had to use an osteotome to remove the bone from around the implant in order to explant it. The patient was discharged from the hospital the same day after the revision surgery.

Manufacturer narrative:
Based on the information provided, review of surgical technique guide, IFU, certificates of analysis and fmea, there is no evidence that the device was out of specification. The most probable root cause is a malpositioned implant. Part numbers, lot numbers, manufacturing dates and expiration dates: ifuse implant, p/n 7040-90, lot# 148820, manufactured 11/30/12, expires 2017-11; ifuse implant, p/n 7050-90, lot# i0811, manufactured 10/02/13, expires 2018-08; ifuse implant, p/n 7055-90, lot# 8175003938015, manufactured 09/13/12, expires 2015-10.